Event description:
This event was reported as a paravalvuar leak and aortic insufficiency, grape iii. At the initial implant, a preivalvular leak was noted as a large part of right coronary sinus. No further information was provided.